Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to initial MDR in block h6: patient codes.

Event description:
It was reported that during a procedure where a farawave catheter was selected for use, a patient experienced hemolysis, the same patient was reported later as dead by a situation not related to the farapulse device or procedure. Prior to the procedure, the patient had a creatinine level of 1.0 and was receiving continuous fluid replacement at a rate of 1 liter. Due to the patient's age, only approximately 40 pulses were delivered during the procedure, which was completed without any reported device issues. Following the procedure, the patient's creatinine level increased significantly to approximately 6.0-7.0 and remained elevated for the next two weeks. Urine output was minimal, prompting the planning and eventual initiation of dialysis. Additionally, haptoglobin levels were decreased compared to pre-procedure values, indicating the occurrence of hemolysis. Extracorporeal membrane oxygenation (ECMO) was also performed in response to cardiopulmonary arrest. During this situation, the patient experienced hemorrhagic shock originating from the lumbar artery. Upon initiation of veno-arterial (v-a) ECMO, a three-vessel coronary artery disease was discovered. During ward management, severe metabolic derangements were noted, including a ph of 6.8 and hemoglobin levels in the 3.0 g/dl range, by which time the condition had become irreversible. Supportive measures including antibiotics, fluid therapy, vasopressors, and blood transfusions were administered; however, the patient was reported as dead by according to physician opinion; the lumbar artery puncture. This is unrelated to the farapulse device or procedure. The patient reportedly had renal failure, liver failure, a urinary tract infection, and a covid-19 infection. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a procedure where a farawave catheter was selected for use, a patient experienced hemolysis, the same patient was reported later as dead by a situation not related to the farapulse device or procedure. Prior to the procedure, the patient had a creatinine level of 1.0 and was receiving continuous fluid replacement at a rate of 1 liter. Due to the patient's age, only approximately 40 pulses were delivered during the procedure, which was completed without any reported device issues. Following the procedure, the patient's creatinine level increased significantly to approximately 6.0-7.0 and remained elevated for the next two weeks. Urine output was minimal, prompting the planning and eventual initiation of dialysis. Additionally, haptoglobin levels were decreased compared to pre-procedure values, indicating the occurrence of hemolysis. Extracorporeal membrane oxygenation (ECMO) was also performed in response to cardiopulmonary arrest. During this situation, the patient experienced hemorrhagic shock originating from the lumbar artery. Upon initiation of veno-arterial (v-a) ECMO, a three-vessel coronary artery disease was discovered. During ward management, severe metabolic derangements were noted, including a ph of 6.8 and hemoglobin levels in the 3.0 g/dl range, by which time the condition had become irreversible. Supportive measures including antibiotics, fluid therapy, vasopressors, and blood transfusions were administered; however, the patient was reported as dead by according to physician opinion; the lumbar artery puncture. This is unrelated to the farapulse device or procedure. The patient reportedly had renal failure, liver failure, a urinary tract infection, and a covid-19 infection. The device is not expected to be returned for laboratory analysis, it was disposed.